Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the patient's esophagus but would not deploy from the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was not fully advanced and the plunger had been fully depressed and retracted.